Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support, and the issue did not recur. It was advised that the customer continue using the pump and contact support again if the malfunction reappears.